Manufacturer narrative:
Follow up with center indicated that donor was still in the hospital recovering. Haemonetics sent a field service engineer to evaluate the pcs®2 device in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On (B)(6) 2020 haemonetics was notified of an adverse reaction which had occurred within 24 hours of the plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no error messages or alarms encountered. The pcs®2 plasma collection system collected 880ml of plasma. Donor suffered a heart attack at home and was admitted to the hospital. Haemonetics was also notified that donor tested positive for covid-19.